Event description:
The patient (B)(6) had two extensions from the same lot. It was reported one of the patient's extensions had migrated due to heavy exercise. In turn, the patient's stimulation changed. An impedance check revealed high impedances. X-rays were taken and confirmed the extension was detached from the lead. As a result, the patient underwent surgical intervention. During the procedure, both of the patient's extensions were explanted and replaced. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.